Event description:
The customer(s) reported that a orthopat perioperative autotransfusion system had been identified to have smoke coming from the unit. No further information is available regarding when this event occurred. No patient or operator injury was noted in the service/complaint records.